Event description:
Per the clinic, the patient experienced bacterial infection at the implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on 06 september, 2022.

Manufacturer narrative:
Per the clinic, the patient was hospitalized overnight (specific date not reported) due to an extrusion of the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient with a new device. This report is submitted on september 13, 2023.